Event description:
The home patient (hp) contacted baxter's technical service center regarding a check lines and bags alarm which occurred on the homechoice (hc) during use the last fill. The baxter technical services representative (tsr) helped the hp end therapy and told the hp to call his nurse as the hp had disconnected and reconnected a bag during prime. Corporate product surveillance contacted the hp on (B)(6) 2011. He stated that he had contacted his nurse about switching out the bag during prime. The hp was going in for a urinary analysis to be sure that he did not have an infection. There were no symptoms reported at this time, and therapy has been going well since. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.